Event description:
Unomedical reference number: (B)(4). Event occurred in united states. The patient reported that the infusion set's cannula was bent. Reportedly, he had a bad site which he changed but did not receive any insulin for 12 hours. It was stated that the cannula was bent next to his body on top of the skin and he had a wet spot on him. His blood glucose was 900 mg/dl and he experienced diabetic ketoacidosis. He had vomiting and felt weak. He was taken to the emergency unit by his wife, where she removed the set and found that it was bent and not inserted into the body. Subsequently, he was admitted to the hospital for two days where he received intravenous insulin drip. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.